Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Condition of returned samples sample status: [x] no sample returned [ ] sample returned. Active device history log review: [ ] n/a [ ] defect confirmed [x] defect not confirmed. Details of history log: log review shows on (B)(6) 2026 and 9:12am an infusion start of 3.34ml/hr and 10ml (dl: rbcs). At 9:35am pressure alarm stopped the infusion with volume infused to 0.71ml. At 9:37am an infusion start. At 10:31am pressure alarm stopped the infusion with volume infused to 2.70ml, followed by infusion start. At 12:11pm infusion was stopped with volume infused to 8:26ml.

Event description:
As reported by the user facility: space perfusor pump did not deliver expected volume within expected infusion time.